Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the physician tried to insert the resolution clip into the colon but the clip failed to release. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of clip failed to release from catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination was performed on the returned resolution clip device. It was noticed that the oversheath was detached from the sheath grip and was accordioned. The prongs opened to approximately 11mm. The device was actuated several times and deployed as per design. Based on the condition of the returned device, the reported failure could not be confirmed. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the physician tried to insert the resolution clip into the colon but the clip failed to release. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine.